Manufacturer narrative:
The device was returned to boston scientific for analysis. The sheath went through sterilization with the dilator inserted. The dilator was removed to test the functionality of the sheath. It was able to deflect and hold deflection. Inspection under microscope confirmed the damage at the tip of the dilator. The "quality control deficiency" conclusion code was selected for the allegation of "damaged/defective" as the dilator was inspected to be damaged.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During sheath preparation, upon inspecting the dilator, the physician discovered damage at the tip of the dilator. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During sheath preparation, upon inspecting the dilator, the physician discovered damage at the tip of the dilator. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.